Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noise resulting in inappropriate anti-tachycardia pacing (atp). X-rays were completed and the suspected cause of the oversensing was lead impairment. The device system was subsequently explanted and replaced. This system is expected to be returned for analysis. No additional adverse patient effects were reported.